Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical service engineer (tse) walked the customer through removing the endoscope, adjusting the base 180 degrees, wiping out guided tool exchange, and then reinstalling the endoscope. The system was working properly, and no additional action was required as the issue was resolved. This complaint is reportable malfunction event, due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported, that during a da vinci-assisted inguinal hernia unilateral surgical procedure. The surgeon encountered an issue where arms 1 and 3 were working backwards. Intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through removing the endoscope, adjusting the base 180 degrees, wiping out guided tool change, and then reinstalling the endoscope. The customer explained the system was working normally. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was resolved by pressing the clutch button and reseating the endoscope. The endoscope was inspected prior to use with nothing out of the ordinary noted. The procedure was completed robotically with no injury to the patient.